Event description:
It was reported that the patient lost weight, causing pain at the ins site on the upper left cheek when the battery to rubbed against their skin. The physician stated the patient did not have enough tissue to create another pocket and decided to exchange the ins with a smaller one. The physician does not believe the device or procedure caused or contributed to the patient's pain and there were no other reported patient complications. The field team sent in an update stating they left a voicemail and text for the patient. As they have not been able to contact the patient, there is no update at this time. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient lost weight, causing pain at the ins site on the upper left cheek when the battery to rubbed against their skin. The physician stated the patient did not have enough tissue to create another pocket and decided to exchange the ins with a smaller one. The physician does not believe the device or procedure caused or contributed to the patient's pain and there were no other reported patient complications. The field team sent in an update stating they left a voicemail and text for the patient. As they have not been able to contact the patient, there is no update at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.